Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent deployment issue occurred. A 7 x 200 x 130 innova stent was advanced to treat the lesion. After about 3-4cm of deployment, the device's blue knob on the end popped out and the physician no longer had control of the deployment mechanism. The physician ended up removing the undeployed stent portion within a 6fr ansel leaving behind the partially deployed portion of the stent. Physician was deploying within a total occlusion that he had not pre-dilated and the innova stent tracked fine. The physician placed more non-bsc stents and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. A partial piece of the stent was returned stuck inside of the delivery sheath. The inner shaft was intact. The outer shaft was buckled at the nose cone and was stuck inside of a guiding sheath. The handle and the rack were intact. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issue occurred. A 7 x 200 x 130 innova¿ stent was advanced to treat the lesion. After about 3-4cm of deployment, the device's blue knob on the end popped out and the physician no longer had control of the deployment mechanism. The physician ended up removing the undeployed stent portion within a 6fr ansel leaving behind the partially deployed portion of the stent. Physician was deploying within a total occlusion that he had not pre-dilated and the innova¿ stent tracked fine. The physician placed more non-bsc stents and the procedure was completed. No patient complications were reported.